Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, a broken belt clip slot, minor scratches on the display window, a missing end cap sticker and a stripped battery cap coin slot.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 290 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).